Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during dwell 1 of 5. The baxter technical representative (tsr) assisted the home patient (hp) to check line and bags and found that the unused supply line was open. The tsr had the hp close all clamps. The tsr had the hp cycle power off and on to clear se 2240 alarms followed by se 2367 alarm, ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp will start over with new lines and bags. The tsr reviewed proper procedures for set up. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.